Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, (B)(4), ¿wide open¿ central aortic insufficiency (ai) was observed due to calcium. This required a second valve, (B)(4), to be implanted valve-in-valve. No additional adverse patient effects were reported.